Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation and each small clip applier instrument used in the procedure has been used in subsequent procedures without complaint. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that after an uneventful da vinci-assisted internal mammary artery harvest, a clip came off the vessel. A secondary procedure was performed later that day to repair the vessel. The estimated blood loss was not reported. During follow up with the surgeon, it was stated that "the clips that were failing were dented, bending, and they weren't staying. There was also a lag in the robotic arm and it didn't work so a clip fell off and the patient bled, so I had to reopen their chest."